Event description:
It was reported that "there is a broken pin in between bolus". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.